Manufacturer narrative:
This device was returned, and product analysis complete. The returned pacemaker device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker device was suspected of behaving in a manner consistent with a premature battery depletion (pbd). Subsequently, a revision procedure was performed. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was suspected of behaving in a manner consistent with a premature battery depletion (pbd). Subsequently, a revision procedure was performed. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned, after the quarantine period in country.